Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Switches itself 'on', non-expired pad-pak red status indicator flashing. There was no patient involved in this event.